Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis and a gore® excluder® aaa endoprosthesis. The patient tolerated the initial procedure. Pre-treatment computed tomography images (CT) done on (B)(6) 2019, showed that the maximum abdominal aortic aneurysm diameter was 54mm. It was reported that on (B)(6) 2019, a type ii endoleak was noted. No treatment was required. The event was ongoing. The physician was monitoring the patient. The patient was discharged from the hospital on (B)(6) 2019. From (B)(6) 2019 to (B)(6) 2020, the follow up scans showed that the maximum abdominal aortic diameter decreased in size from 53mm to 51mm. From (B)(6) 2020 to (B)(6) 2023, follow up scans showed that the maximum abdominal aortic diameter increased in size from 53mm to 64mm. On (B)(6) 2023, the patient underwent a coil embolization procedure to treat a type ii endoleak. No further adverse events have been reported.

Manufacturer narrative:
H6: code c21- a review of the manufacturing record for the device is going to be conducted. The device remains implanted and is not available for investigation. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.